Event description:
Event description: boston scientific received information that this patient was in the hospital being treated for pneumonia when his heart rate decreased to 35-45 beats per minute. The patient was being transferred to the ICU when he passed away. The patient's wife will be returning his pacemaker for evaluation as she believes her husband died as a result of a device evaluation. This pacemaker is included within a subset of devices affected by a recent physician communication regarding the failure of a low-voltage capacitor.

Manufacturer narrative:
The pacemaker has not been returned for laboratory analysis. Therefore, boston scientific cannot confirm any allegations against this device. This event will be re-evaluated if further information is received. Additionally, a thorough device evaluation will be performed if and when the device is returned to boston scientific.